Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. She experienced elevated blood glucose levels as high as 400 mg/dl. She changed the accessories on the infusion device and bolused to correct the elevated levels, but was not successful. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).